Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 467 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the patient was unsure if the cannula was properly seated in the infusion site. Patient reported the cannula was visible upon removal of the pod, and that the pink slide had moved forward. Symptoms reported include hyperglycemia, stomach pain and vomiting. The patient was treated with IV (intravenous) fluid and an insulin drip. The patient was released the following day. According to the patient they tried to change the pod before going to the ER (emergency room) but did not lower blood glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined.